Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-02763. It was reported during surgery to replace the patient¿s ipg (please see MFR. Report#:1627487-2018-01210), the leads were found to have high impedances. As a result, the physician explanted the two leads. The patient currently has no leads implanted and is being referred to a neuro surgeon.